Manufacturer narrative:
Additional information: d4 (lot #, expiration date, unique identifier #), h3, h4, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. The device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unknown location which led to the alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.